Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away unexpectedly on (B)(6) 2026. The patient was found deceased in the chair in their apartment by the assisted living facility staff. The patient was very good about changing their batteries and taking care of their ventricular assist device (vad). Log files were sent for review. The event log file did not contain information associated with the power source change from the mobile power unit (mpu) power to battery power on (B)(6) 2026. The periodic log file was set to capture data every 60 minutes. The data indicated that the patient switched from mpu power to battery power between (B)(6) 2026 at 7:31:58 to (B)(6) 2026 at 8:31:57. The data captured on (B)(6) 2026 at 8:31:57 indicated the batteries were at 2 bars of power. The log files captured on (B)(6) 2026 low power advisory alarms at 12:22:30, low power hazard alarms at 15:03:14, no external power alarms at 15:34:58, and left ventricular assist device (lvad) off alarms at 17:32:05. The emergency backup battery was completely exhausted at 17:33:52 and the system controller was no longer able to maintain a date / time stamp. It was unknown how long the pump was off. At an unknown time, the system controller white power lead was connected to the power module and date / time was last recorded as 01-jan-2000 0:00:05 due to time stamp reset. There were no events recorded that indicated the alarm silence button was used during the series of events. It was reported that the outcome was not device or therapy related, the device operated as expected. The cause of death was determined to be chronic end stage heart failure. The pump was not explanted.